Event description:
Additional information received reported that the patient stated her "machine is broke" and that she "knows some of her wires are broken." It was noted that the "little bit" of stimulation that she was receiving was helping. It was also noted that device recharger was not charging.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient also experienced difficulty recharging due to her fall. The patient's device had not yet been replaced, as was recommended during a device check.

Event description:
It was reported the pt experienced a loss of therapeutic effect resulting in an increase in baseline pain. The symptoms were reported following a fall. The details of the fall were not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.